Manufacturer narrative:
(B)(4).

Event description:
The battery indicator showed a full battery, but the longevity prediction noted less than a year. The device was explanted and replaced.

Manufacturer narrative:
Upon analysis, the inappropriate measurement could not be confirmed. Analysis indicated the device exhibits normal characteristics and the battery is above eri. The estimated remaining longevity correlates well with the total projected longevity and implant duration. Battery voltage fluctuates with temperature and other factors such as transient current drain. Therefore, projected longevity is determined by battery impedance which is much less prone to fluctuation. Discrepancies were found with the reported battery voltage on the merlin and 3510 programmers due to the 3510¿s ability to provide a real time voltage update. The merlin programmer only reports measurements taken from the last 24 hour daily measurement and is not real time.